Event description:
According to the investigation performed, there are two versions of norepinephrine within the drug library. Norepinephrine non-wt based and norepinephrine wt-based. The infusion in question uses norepinephrine wt-based. There is no care profile infusate setting panel or programming limits panel for adult ICU. The infusate will show up in the drug list on the pump but will require the user to select units of measure from a list like a calculated drug. When the infusate was selected on the lvp, the user chose the mg/hr units of measure and programmed the dose rate. This appears to be incorrect units of measure for the order.

Event description:
The following has been reported: biomed reported: "an incident occurred with pump (B)(6) in the emergency department at 1am according to upper management. They stated that the infusion was being processed faster than it was programmed, and the infusion levophed was given and emptying faster than it needed to be. Logs are downloaded in the systems dashboard waiting to be analyzed. This incident occurred on (B)(6) 2025 at approximately 1 am. " biomed reported: "logs have been uploaded, there was patient harm due to the patient's decrease of low blood pressure (the infusion / infusion rate caused), upper management wants to know if the flow rate is accurate and if there was any errors surrounding this pump due to the infusion given etc. Patient has been stabalized through the pyxis machine after detaching the pump from the patient. " (B)(6) biomed reported: "we reached out to the unit and they only know that it was norepinephrine programmed under the weight-based profile that is in mg/hr. The manager for the unit said the dose varies according to the patients blood pressure and the volume was likely 250 ml. A preliminary review identified the following issue: overdose. Unknown if an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.